Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received anti-tachycardia pacing (atp) therapy and a shock from their implantable cardioverter defibrillator (ICD) device due to noise which was oversensed on this right ventricular (rv) lead. The lead was noted to have been implanted approximately one month previously. Boston scientific technical services (ts) indicated that the noise observed on the rv lead matches the atrial fibrillation signal observed on the right atrial (ra) lead. It was also noted there was a decrease in the rv amplitude from approximately the 9 to 11 millivolt range to 1 millivolt shortly after the lead was initially implanted. Ts indicated that the rv lead is likely dislodged and had pulled up high enough that it was oversensing the atrial activity. An rv lead repositioning procedure was initially performed but the lead was then subsequently explanted and replaced three days later due to dislodgement. No additional adverse patient effects were reported.